Event description:
During a pta treatment procedure, guidewire removal difficulties were encountered. The procedure involved an upper arm PICC line. Apparently, the hydrophillic coating on the zipwire ss guidewire "became tacky and the wire swelled" and the physician was unable to get the wire out of the catheter. The procedure was successfully completed with a different device.